Event description:
It was reported that patient experienced ineffective therapy because both leads migrated. The left lead migrated down 2 full vertebral bodies and the right lead migrated farther later to the right. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.